Event description:
It was reported, that the patient presented in clinic, due to dizziness. Device interrogation revealed, incorrect interpretation and inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.